Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a transmitter issue that occurred on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
Upon further review of the customer complaint, this is confirmed as a non-reportable event. This was submitted in error, please disregard all information in this report.